Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power(damage: battery compartment crack) issue. It was reported the battery cap was never changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: no evidence of por events were observed in the blackbox. The pump was returned with a crack alongside the battery compartment. No evidence of physical damage on battery compartment threads or battery cap threads. Intermittent power was duplicated during the investigation. The pump was exercised for 24 hours with no loss of power occurring.